Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, complications post implant include:abdominal pain, urinary incontinence, constipation, vaginal discharge, urinary urgency, urge incontinence, vaginal and rectal pain, constipation, urinary tract infections. (B)(6) 2007: underwent examination under anesthesia with excision of suture material and cystoscopy for abdominal and suprapubic pain status post sling. Mixed stress/ urge incontinence under general laryngeal mask airway anesthesia. Conditions post interventions surgery: dysuria, frequency, dyspareunia, incontinence, and urgency, lower abdominal and pelvic pain, burning with urination. (B)(6) 2012: underwent cystoscopy and botox injection, 200 units of botox for refractory urge incontinence. (B)(6) 2014: underwent cystoscopy with botox injection for urinary incontinence .under general anesthesia. Conditions post third intervention surgery: urge urinary incontinence, urinary retention, and urinary tract infection, suprapubic pain and bladder spasms.